Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Per st. Jude, a clinician called technical services because a patient's merlin transmission has been showing lots of nsrvo episodes. The clinician believes the lead may be compromised and would like another opinion. Tse reviewed the egms and advised it would appear the lead exhibits some signs of compromise, tse recommended bringing patient into clinic for testing (isometrics, pocket manipulation) to see if it's reproducible. This is all of the information that was provided to us. Should additional information become available, this event will be updated.